Manufacturer narrative:
The serial number of the device is unknown. The occupation of the initial reporter is unknown. The device manufacture date is unknown.

Event description:
It was reported that a patient who was monitored on a solar 8000i had a code during the night but no events or full disclosure were shown in the bedside or central station data. It is presumed that the solar bedside monitor may have been turned off during the time period when the code occurred. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.